Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports there were two incidents of chemo leakage. The patients went home with an elastomeric pump (halyard homepump c series) of 5fu. The patients called the infusion center reporting the leaking from the caresite valve. The complaints have happened with 2-day and 7-day infusions. One patient called that he woke up in the middle of the night with his chest being completely wet. When he came to the center it looked like he had frost across his chest from the leaking of the medication.